Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device changeout procedure. Prior to the procedure, externalized conductors were observed on the right ventricular lead. No electrical anomalies were noted. The procedure was rescheduled for (B)(6) 2019. On (B)(6) 2019, the patient's device and right ventricular lead were explanted and replaced. The patient was stable throughout.